Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow block alarm event on (B)(6) 2024. The blockage was at site. No further information available.